Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery of the left hip was performed due to metallosis and a soft tissue reaction.

Manufacturer narrative:
This complaint was re-opened due to receipt of further medical details. It was reported that left hip revision surgery was performed due to metalosiss and pseudotumor. During revision the bhr cup and the bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the patient had worsening pain with elevated blood metal ions and a failed bhr resurfacing. During the revision, a defect in the short external rotator hip capsule complex and scar tissue at the neck were noted. The provided implantation report did not indicate any inconsistencies or other issue that could have led or contributed to the later revisions. Without additional information on the blood metal ions and medical imagine further investigation cannot be performed and the root cause of the reported issues remains unknown. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.